Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power cap cable connection was evaluated and repaired. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys was shutting down without command of the operator. There is no report of a pt injury or death associated with this event.